Manufacturer narrative:
H3 analysis of the returned lead revealed that the all conductors were broken 9.2 cm from distal end in the body of the lead as a result of factors not related to product reliability. H3 analysis of the returned ins revealed the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2qb79 implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) impanted with a neurostimulator for urinary dysfunction (incontinence, urgency, and/or frequency), it was reported that the patient presents to the clinic for device complications. Device was interrogated and impedence was checked; all combinations had high impedence > 4,000. Unable to reprogram in the setting of issue with sacral lead and neurostimulator. The patient will be scheduled for device revision. . Additional information was received, and it was reported that the lead was fractured, damaged, or broken, and the patient had a loss of stimulation due to the twisted lead. The lead was broken from the implant and the cause was unknown. As for action and intervention, the device was removed and replaced. It was stated that this was causally related to the device and therapy, and the event was probably related to the implant procedure. Resolved without sequelae (B)(6) 2024